Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the surgery to the patient who had been placed the catheter, the extension line got detached from the hub. Therefore, the catheter was removed and replaced with a new one and completed the surgery. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen, pressure-injectable (pi) PICC catheter for analysis. Signs of use were observed on the device. Visual analysis revealed that the catheter body had separated from within the juncture hub. A portion of the catheter body material was present in the juncture hub, however, the point of separation is recessed within the hub. The point of separation on the catheter body appeared stretched and narrowed indicating a tensile force. Microscopic examination confirmed the separation and the stretching. The juncture hub was dissected, and microscopic analysis confirmed that a portion of the catheter body that was molded within the juncture hub was removed along with the catheter body. The observed damage appears consistent with undue force being applied to the catheter during the procedure. The total catheter body length measured 21 7/8", which is within the specification limits of 21 1/2"-22" per the catheter product drawing. The catheter body outer diameter measured 0.0705", which is within the specification limits of 0.0705"-0.0710" per the catheter extrusion product drawing. A lab inventory 0.018" guide wire was inserted through the distal tip of the catheter body. The guide wire passed through with little to no difficulty. Performed per IFU statement, "if 80 cm guidewire is used, insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire." A manual tug test confirmed the extension lines were secure within their luer hubs and the juncture hub. Additional information from the customer stated the customer wore mittens to prevent self-removal of the catheter. However, the patient frequently turned around in the bed; therefore, unintentional undue force may have caused or contributed to the damage observed on the catheter. Manufacturing was contacted as a part of this complaint investigation. They stated it is unknown whether the molding process caused or contributed to the reported event; therefore, a non-conformance will be initiated to investigate potential manufacturing issues. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a separated catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was torn from within the juncture hub. The point of separation on the catheter body appeared stretched and narrowed. A device history record review based on a potential lot did not reveal any relevant findings to suggest a manufacturing issue. Various factors could contribute to the observed damage to the catheter including the manufacturing molding process and/or unintentional undue force by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the surgery to the patient who had been placed the catheter, the extension line got detached from the hub. Therefore, the catheter was removed and replaced with a new one and completed the surgery. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".